Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter did not void at all. Allegedly, as a result the patient was admitted to the hospital for an urinary tract infection. The infection was treated with antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box."

Event description:
It was reported that the catheter did not void at all. Allegedly, as a result the patient was admitted to the hospital for an urinary tract infection. The infection was treated with antibiotics.